Event description:
It was reported that the facility was training some new techs to load the aa4204vf silicone single piece lens and the lenses kept getting snagged on the plunger of the injector and tearing during insertion. The facility changed to a new injector and this resolved the problem. There was no patient injury. It was later discovered that the injector may have been used more the than the 20 times recommended in the dfu. The reporter concluded the event was likely due to a user's error.

Manufacturer narrative:
(B)(4). Evaluation, results: visual inspection of the returned product showed half of the lens and a haptic plate was torn off and missing and there was a tear across the piece received. There was a reddish residue on the lens surface (B)(4).